Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the connection on the heater bag was not tight, which is a known cause of the reported alarm and also the fluid leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill two of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a loose connection between the heater line and solution bag resulting in a fluid leak. The technical service representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.